Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited noise oversensing. No intervention was performed at this time. The patient was in stable condition.